Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 108 mg/dl. The customer stated that the leak occurred during fill tubing process. The customer stated that some insulin is leaking from the reservoir and there is some droplet of insulin inside reservoir compartment. The customer was advised to change reservoir and we will replace one reservoir. Customer was advised to perform displacement verification test and it passed. The customer was advised that the pump functions as designed.